Manufacturer narrative:
Analysis of programming/diagnostic history performed. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient's surgery was canceled because it was the patient's birthday. At this time there are no further surgery plans for the patient's vns therapy.

Manufacturer narrative:
Manufacturer review of x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that a patient presented with high lead impedance during an office visit on (B)(6) 2013. The last good diagnostic results were obtained in (B)(6) 2011 however the specific results were not provided during the initial report. The manufacturer recommended that the device be programmed off due the high lead impedance; however, the physician stated that he did not want to program the device off and he will continue to monitor the patient. X-rays were taken but they will not be released to the manufacturer for review. Prior to their high impedance being attained the patient had a fall and broke her left shoulder from a seizure and it is believed this could have possibly contributed to their high impedance event. The patient will have full revision surgery but a date has not been set at this time. The device history record (DHR) was reviewed and no non-conformances were observed indicating that the lead passed/met all functional and visual inspection criteria prior to shipment.

Event description:
The patient is scheduled for revision surgery today. X-rays were received for review. The electrodes are visualized in a normal orientation at approximately c 6-7 slightly out of alignment. A strain relief bend was not present but a very small loop present but not per labeling. No tie downs were present. A large subcutaneous loop should be formed and secured with a tie-down, a bend should be placed distal to the anchor tether and secured with a tied down, however; based on the view it does not appear the full loop is in place nor a bend. The strain relief should be adequate to allow for full neck movement to its maximum stretched positions. The generator was in the left chest. The pin insertion could not be fully assessed related to the angle of the generator in the x-ray, filter feed throughs appeared to be intact. The lead at the connector pin appeared to be intact. Lead was seen above and behind the generator. The lead behind the generator could not be assessed. The cause of the high lead impedance is unknown as a pin issue cannot be ruled out. In addition, the high impedance may also be due to anomalies in the lead under the generator that cannot be assessed. An area of suspicion was seen up near the anchor tether location but could not be fully viewed based on the x-ray quality.

Event description:
Generator and lead replacement surgery occurred on (B)(6) 2015. The generator has been received for analysis, which is underway but has not been completed to-date. The lead has not been received to-date. Pre-operative diagnostics showed high lead impedance. Additional relevant information has not been received to-date.

Event description:
The lead was not returned by the explanting facility. Analysis was completed for the returned generator. The generator performed according to functional specifications and there were no anomalies found.